Event description:
Patient participated in a (B)(4) study at vertebral levels 1, 2, 3 or 4 to evaluate the clinical and radiographic outcomes in pts diagnosed with cervical degenerative disc disease (ddd) between c2 - c7. Preoperative diagnosis was symptoms of radiculopathy. Pt was implanted with a vectra-t cervical plate and a cc acf spacer at levels c5 c6 and c6 c7 with pedicle screws at c5, c6 and c7. Pt had been experiencing pain for 84 months. Surgery date was (B)(6) 2007 and postoperatively pt experienced chocking, requiring observation. This complaint is on the left 16mm fixed angle screw at c6. This is report 4 of 7 for this event.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.